Event description:
The patient has a v-lock power cable for the mpu. The cause of the no external power alarm was reported to be the power cable coming loose from the wall outlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low power hazard alarm was confirmed via the provided log file. The log file contained data spanning approximately 5 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 6:14, a low power hazard alarm became active while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within approximately 3 seconds when power was restored to the system, and the alarm resolved before a no external power alarm could become active. Multiple pump stops were also observed throughout the log file; however, these events appeared to have been caused by electrostatic discharge and have been addressed via the pump¿s investigation. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Per additional information, the root cause of the observed loss of ac power was the mpu becoming accidentally unplugged from the wall outlet. The patient was also stated to have access to the v-lock ac power cord. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump off event on (B)(6) 2021 at 1222. The patient stated that she did not change her controller or have any alarms. The patient's log files were sent for review. Upon review of the log files by technical services there were pump stops noted on (B)(6) 2021 at 1217, 1222 and 1227. These appear to be related to electrostatic discharge (esd). Additionally, the log captured low power hazards and power cable disconnects and no external power on (B)(6) 2021 while connected to the mpu. This was caused by power to the mpu being briefly interrupted.